Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functional testing) was confirmed. Upon evaluation the monitor failed a pulse test. Investigation revealed a poor connection at the j100 connector on the computer/analog board. The cause for the poor connection was isolated to contaminated pins on the j1000 board connector. The root cause for the contaminated pins was unable to be positively determined. No adverse event resulted form the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to complete functional testing.